Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -3.00/+4.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. Reportedly the patient experienced glares and "halos due to aquaport". The lens was exchanged on (B)(6) 2018. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.0/+4.0/095 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. Reportedly, the patient is experiencing glare and "halos due to the aquaport". The lens remains implanted.

Manufacturer narrative:
Corrected data: (B)(4).